Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst when the physician tried to insert through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed numerous kinks to the hypotube of the device and microscopic inspection revealed no further damage or irregularities. There was contrast in the inflation lumen and loosely folded balloon. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon burst when the physician tried to insert through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.